Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: b7. Additional information was requested, and the following was obtained: 1. What was the procedure date? Ans: (B)(6) 2025. 2. Were any cultures taken? Results? Ans: no. 3. Please describe how was the adhesive was applied. Ans: adhesive applied as per instruction. Short even strokes one layer to cover the whole mesh. 4. How was the wound cleaned and dried prior to prineo application? Ans: povidone iodin and then normal saline. 5. What prep was used prior to, during or after adhesive use? Ans: povidone iodin and then normal saline, and dried with gauze before applying mesh. Only normal saline wipe around the prineo mesh after glue application. 6. Was a dressing placed over the incision? If so, what type of cover dressing used? Ans: after prineo, only dry gauge which later covered with ioban wrap or bandage. 7. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Ans: no known history. 8. Is the patient hypersensitive to pressure sensitive adhesives? Ans: only after one month post-op patient revealed sometimes has sensitivity towards adhesive. 9. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Ans: yes, but patient said no sensitivity towards pressure-sensitive adhesives. 10. Patient demographics: initials/ID, gender, age or date of birth; bmi ans: (B)(6), f, 75years old. 11. Patient pre-existing medical conditions (ie. Allergies, history of reactions) ans: allergy to metal other than gold. 12. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Ans: unknown. 13. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Ans: never. 14. Product lot of product used? Ans: na. 15. Current patient status. Ans: attached are pictures post-op 54 day. Allergy resolved completely after steroidal treatment. 16. Name of surgeon? Ans: (B)(6). 17. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Ans: he took this as a learning curve and to be more careful in selecting patient in the future. 18. Device follow-up: is the product still available for return? Ans: implanted not available as mentioned in complaint report.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Piriton was prescribed on day 29 and referred for dermatology, patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Itchiness and redness on day 24. Serous discharge seen on day 33, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: piriton was prescribed on day 29 and referred for dermatology, is the patient part of a clinical study: no. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? Were any cultures taken? Results? Please describe how was the adhesive was applied. How was the wound cleaned and dried prior to prineo application? What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi patient pre-existing medical conditions (ie. Allergies, history of reactions) has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? Is product available to return for analysis. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a total knee replacement on an unknown date (B)(6) 2025 and topical skin adhesive was used. On day 28 post-op, patient complained of itchiness and redness which occurred on day 24. The mesh was still sticking to her skin at the time of complaint. Before operation, patient had known history of metal allergy but no known reaction to any material found in adhesive. On day 29, surgeon took off the adhesive mesh and prescribed piriton. On day 33, patient came back to hospital with serous discharge and was admitted for dermatology referral. Additional information has been requested.